Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the velcro tie to the tube broke while the device was in use with the patient. There was patient involvement, and no patient harm.

Manufacturer narrative:
One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection identified damage on both eyelets of the tracheostomy tube. One eyelet was completely torn with uneven edges, while the other showed partial damage. The complainant¿s allegation was confirmed. The probable cause of the damage is attributed to the sharp edges of the velcro used.